Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a damaged desktop charger cord: pin broken. An email was sent to repair to replace the desktop charger. During call, patient stated they usually charge twice a week and last night they went to charge and the insr showed that the it was charged after about half an hour which pt stated is unusual because they usually takes 3 hrs to fully charge. Pt tried to understand if it was showing that the insr or the implant is fully charged and stated the dtc/ac cord don't have to do anything with implant charge level, pt simply stated they are just not communicating right with each other.

Manufacturer narrative:
H3: analysis of product ID 37761 serial# (B)(6) shows that it was scrapped due to excessive inventory and bent/ broken connector pins at the end of cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.